Event description:
Healthcare professional reported left side deflation. Device remain implanted.

Manufacturer narrative:
Clarification to d4 device information: serial numbers have been provided as (B)(6), but it is unknown which device belongs to which side. As both devices share the same catalog number, only this has been populated at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.